Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was early 2007. Predilatation was performed prior to stenting. The index procedure was to treat two lesions, one in the mid lad and the other in the proximal rca. Two xience v stents were deployed in the mid lad and one in the proximal rca. Post procedure, the patient began to experience chest pain or angina equivalent and had a positive functional stress test. The patient was rehospitalized for coronary diagnostic angiography and revascularization was performed on the proximal rca with balloon angioplasty and placement of another company's des stent. No additional event or patient information is available.